Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot (B)(4), ubd: 13-sep-2019, (B)(4); product ID: 8709, serial/lot (B)(4), ubd: 20-apr-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at 1 mg/day via an implanted pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2018, the patient was in surgery not related to the infusion system and he accidently sliced the catheter. Patient symptoms were not reported. The patient was already in immense pain due to the laminectomy procedure he had on (B)(6) 2018. The reporter was not aware of any changes to the patient as a result of the catheter being cut. The catheter was being revised on (B)(6) 2018. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter event had been resolved and the patient's weight was not known. The current status of the affected device was "working" and the device was fine. The items were not returned. The customer discarded them. No further complications were reported/anticipated or expected.